Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a change in impedance and thresholds and then coming back down to baseline. The ra unipolar impedance has been stable and it is suspected that a small amount of calcification which had built up dissipated changing the electrical conduction of the atrial ring electrode. It was also noted that the patient has lost a lot of weight. The ra lead remains in use. No patient complications have been reported as a result of this event.